Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. The mother stated that the customer disconnected from the insulin pump when he was feeling low; he forgot to reconnect and went high. No further information was provided.